Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/27/2016, that on (B)(6) 2016, the receiver displayed an unrecoverable loss of antenna passed the threshold. No additional event or patient information is available. The receiver was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. Global transmitter functional testing was performed and the transmitter passed with no deficiency. However, the unit failed functional testing due to firmware incompatibility with the test station. Data log was downloaded and did not confirm the reporter issue. Pairing testing was performed and a loss of antenna was not observed. The reported issue could not be reproduced with the returned receiver. The customer complaint of unrecoverable loss of antenna passed threshold was not confirmed. The root cause could not be determined post investigation.